Event description:
Allergist reported patient experienced contact dermatitis (redness, scaly skin, itching, hyperpigmentation and induration) following use of cavilon no sting barrier film around PICC site in right arm. Reported right PICC ling was removed for suspected infection due to skin reaction. Reported no infection found. Reported PICC line was inserted in left arm and upon first dressing change, patient experienced contact dermatitis where cavilon no sting barrier film was applied. Reported product patch testing was done on patient's back. Reported positive product patch test for cavilon no sting barrier film. Reported rx for oral and topical steroids were used for treatment of contact dermatitis. Reported right arm site is healing and improved. Reported left arm site is improving and healing since starting the steroid medication.

Manufacturer narrative:
(B)(4). Method: device not received. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.